Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2010 15:44:28. During night drain cycle four, the patient's ultrafiltration reading was 2240ml, indicating the home patient (hp) drained 2240ml more than their maximum programmed fill volume of 1700ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. Review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 2240ml during drain cycle 4 during therapy initiated on (B)(6) 2010 15:44:28, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. An iipv was not confirmed in the device's event log. Review of the event log revealed cycle 4 drain was completed on (B)(4) 2010 at 19:00 and the user's actual drain volume during cycle 4 was 1610ml. Review of the event log revealed cycle 5 drain was completed on (B)(4) 2010 at 19:53 and the user's actual drain volume during cycle 5 was 1818ml. The user powered off the device in cycle 5 and the uf from cycle 4 was combined with uf in cycle 5 giving 2240ml. The actual drain volume in cycle 4 of 1610ml is 94.7% of largest prescribed fill volume (lpfv) of 1700 ml and the actual drain volume in cycle 5 of 1818ml is 106.7% of largest prescribed fill volume (lpfv) of 1700 ml; therefore, these incidents do not meet iipv criteria. If any additional information is received, a follow-up will be sent.